Event description:
Additional information received identified besides the partial removal of the l4 lead, the physician also electively removed the patient's entire drg system.

Event description:
It was reported ((B)(6)) the patient underwent surgical intervention to revise the drg lead at the l4 placement due to motor stimulation. X-ray showed the lead was fractured. Some portion of the lead was removed.